Event description:
During a one level anterior cervical diskectomy and fusion (surgeon) tried to lock screw and the threads on the end of the instrument would not catch. A second attempt was made with a second of the same instrument. They were able to secure the instrument and pull back to lock the screw successfully. Surgery was prolonged by 20 minutes. The pt suffered no adverse effects as a result of this occurrence.